Event description:
It was reported that this right ventricular (rv) lead was part of a device revision due to partial pressure necrosis and erosion at the pocket site. As there was no infection, the pocket site was treated, and a different model was implanted. There were no additional adverse patient effects reported. This rv lead remains in service.